Event description:
According to an english translation of the initial report, the initial reporter obtained information that the patient underwent surgery to replace his bjork-shiley convexo-concave aortic heart valve due to endocarditis. The patient survived surgery and is currently in "good condition".